Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a partial electrical reset. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the cardiac resynchronization therapy defibrillator (crt-d) follow up check, a partial electrical reset occurred. Diagnostic testing/troubleshooting performed. The crt-d remains in use. No patient complications have been reported as a result of this event.